Event description:
Account alleged that a nurse caught her foot under the pt helper that is attached to the head end of the versacare bed. Account alleged the nurse received an injury to the top of her foot.

Manufacturer narrative:
Nurse received a bruise to the top of her foot, no medical attention required. No repair necessary for resolution. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.